Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose level and air bubbles in the reservoir. Blood glucose level at the time of the incident was 27 mmol/l. The high reading started the night before where the dual bolus was miscalculated. Customer made a correction using a pen. It was reported that the air bubble was resolved by changing the entire set. Customer was assisted with troubleshooting for the high readings and air bubbles. No product was returned.